Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-03424, 1627487-2020-03425. It was reported that the patient may undergo surgical intervention to explant their system. Further information is currently unavailable.